Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following an intraocular lens (iol) implant procedure, the patient experienced blurred vision, tears, red eyes for 5 days and pain for one day. The patient was hospitalized on the 14th postoperative day and was diagnosed with endophthalmitis. A vitrectomy + anterior chamber irrigation and vitreous cavity injection were performed. The operation was smooth, postoperative anti-inflammatory, anti-infective and other symptomatic treatment. Approximately 2 weeks later under the surface anesthesia, "under the right fascia capsular injection" was performed. The aqueous humor and vitreous humor were cultured for 72 hours to grow aseptically. The patient was discharged 5 days later and was given non-steroidal eye drops, steroid/antibiotic eye drops, ointment and an antibiotic ophthalmic gel. Supplemental tablets were also given.